Manufacturer narrative:
(B)(4). D4: batch # t5ee60. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from indicator area and slightly cracked can be seen on the handle near of indicator label area. Based on the photo alone the event describe of damaged component is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a crack was noted on the handle near the handle weld distal to the trigger. The event described could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted. No conclusion could be reached on what caused the cracked on handle. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the surgery, after fired, noted the anastomotic site staples malformed and tissue compression scale is damage. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.